Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2020-20319. Clarification to b3 date of event: partial date 2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade IV.

Event description:
Patient reported right side rupture. Healthcare professional later reported right side capsular contracture baker grade IV and rupture confirmed during surgery. Device was explanted and replaced. Device has been discarded.